Event description:
Device being used while inside the patient malfunctioned and stopped working properly. The generator it was plugged into stated instrument error, replace the instrument. Device is the ethicon harmonic 1100 shears, ref# har1136.